Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a non-device-related procedure, upon receiving anesthesia, this patient had an asystolic period without pacing for greater than 30 seconds. The surgery was cancelled and the patient's device was interrogated which did not reveal any episodes of oversensing which would cause such inhibition. An acute rise in thresholds was observed which is believed to have caused a role in the asystole. The system was reprogrammed and remains implanted and in service. The patient had an underlying rhythm of 35 beats per minute and there were no adverse patient effects reported.